Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) display became blurred. The device was not changed out, as the perfusionist (ccp) was still able to use the blurred screen during the case and the device was changed out after the case. There were no delays, no blood loss, or no adverse consequences to the patient.